Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a bariatric procedure on (B)(6) 2018 and suture was used. During the procedure, when suturing the stomach, the suture broke. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Investigation summary: unopened samples were returned for analysis. There were no defects found on the packages during the visual inspection. The samples were opened and the swage and attachment area was noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects were observed. A functional test was performed and the tensile force was above the minimum requirements. Per the condition of the representative samples, no suture breakage was found on the sutures and the tested sample met the finished goods requirements.